Manufacturer narrative:
The insulin pump was received with no escape and act button response due to a flattened button dome switch. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threading, and a stripped battery cap coin slot.

Event description:
The customer reported via phone call that the insulin pump's battery sign came up low but they could not open the battery cap. The customer's most recent blood glucose level wsa 202 mg/dl. Troubleshooting was performed but they could not still open the battery cap. The alarm history was checked and it was noted that there were low reservoir alarms but no low battery alarms. The device was returned for analysis.